Manufacturer narrative:
Ecolab received medwatch report (mw5104996) for this event from the FDA.

Event description:
It was reported that a probe cover broke and contaminated a stent while the probe was being used to check stent placement. The stent was then removed from the patient. The area and instruments were cleaned and a new stent was placed. No patient infection, injury, or complications were reported.